Manufacturer narrative:
Device MFR date: battery pack (B)(4) - 05/2009. Battery pack (B)(4) - 06/2008. Device eval summary: device eval of batteries (B)(4) and (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Battery (B)(4) was found to have a leaking tri-cell. The cause of the discharged battery pack was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. Battery pack (B)(4) was found to have a bent connector pin 3, preventing the batteries from being plugged into the monitor. The cause for the bent battery pin was not positively identified but was likely due to a misalignment problem when the pt inserted the battery pack into the monitor. The root cause for the misalignment problem was not positively identified. Once the battery connector was replaced, the unit was able to power on normally. No adverse event resulted from the defective battery. The pt received a replacement battery pack.

Event description:
A (B)(6) distributor contacted zoll lifecor customer support to report two battery packs would not hold a charge. Support issued the pt a replacement battery packs.